Manufacturer narrative:
The freedom onboard battery will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom onboard battery was unable to charge. There was no reported adverse patient impact.

Manufacturer narrative:
During the investigation, the battery did not show any communication unless power was being applied to the battery via the battery charger. Upon further investigation, it was discovered that the individual cells of the battery were not holding a charge. These battery cells can become so severely discharged that they don't even have enough voltage to run the internal energy test. This is why it is only possible to communicate with the battery when it is connected to a charger. The charger voltage allows the internal circuits to work. Although it cannot be conclusively determined why the individual battery cells are depleted, it can occur as a result of a battery being allowed to remain uncharged for an extended period of time. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. Ce 5559 follow-up report 1.